Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell and hit his device on (B)(6) 2018. The patient was asymptomatic but presented for an examination out of concern. Chest x-ray revealed the atrial lead had dislodged. The lead was repositioned on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.